Event description:
According to the customer on 2/28/2024, "during compounding, it was noted by a pharmacy technician that a visible hair was present in a 60 ml syringe".

Manufacturer narrative:
According to the customer on 2/28/2024, "during compounding, it was noted by a pharmacy technician that a visible hair was present in a 60ml syringe". The customer reported that there was no patient involvement/impact. A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.